Event description:
The event involved a 127" (323 cm) appx 10.0 ml, transfer set w/microclave® clear, dual check valve, smallbore quadfuse ext set w/1 pur yellow smallbore, 3 microclave clear® (yellow, 2 green rings), 3-0.2 micron filters, rotating luer where it was reported that the filter on the "primine filer" of the microclave was leaking. It was stated it was changed as per protocol. There was patient involvement and no apparent harm reported.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received. Additional reporter: (B)(6). (B)(6). (B)(6). (B)(6). (B)(6).

Manufacturer narrative:
The complaint on the mc330546 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review was performed and no non conformities were found that would have led to the reported complaint. Additional information d9 section.